Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that after replacing the coin cell battery in their device, the device would not complete a boot up cycle when powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were evaluated in the failure analysis center. The cause of the reported failure was determined to be an electrically shorted integrated circuit chip, designator u61 from the system controller pcb assembly.